Event description:
The pt was presented with an ischemic stroke; area of treatment was the posterior circulcation of the neurovasculature, treated with an angioplasty balloon and followed up with the subject devcie. The physician thought that it was a successful procedure but 48 hrs later the pt presented symptoms of stroke. The pt was reported to have serious injury.